Event description:
It was reported that the patient experienced a change in therapy effect. About a week prior to the report the patient started reporting hip and back pain that was "worse than ever." The patient presented for a refill on the day of the report. Upon refill the expected residual volume (erv) was 2.9ml and the actual residual volume (arv) was 5ml. The reporter stated that the drug they pulled back was "betadine-tinged" and slightly darker than the healthcare provider (hcp) had seen before. The reporter stated that during the refill the process felt "different" and she felt more metal on metal than normal. Multiple checks throughout the process were done including injecting 5ml, then aspirating 5ml, injecting 10ml, aspirating 5ml, injecting 15ml, etc. When the needle was taken out of the poke site clear fluid leaked out of the skin-poke site. They then went to aspirate the full 20ml and only got back 12ml. Pump logs showed no motor stalls. The reporter was to take the patient's vitals. The hcp reported the same day that they were unable to fill and unable to aspirate the reservoir. At this time the pump contained on saline. They went to put 10ml of preservative free normal saline (pfns) in the pump just to check on the filling and when they got to 3ml they couldn't aspirate anything out. The doctor stated that he did not think the patient's pain was anything outside of his normal pain. The doctor also stated that the pump showed that it was not flipped and that it was oriented properly. There were no apparent issues with the pump and catheter connection site either per the doctor. It was reported the following day that an ap view x-ray confirmed that the pump was not flipped. At this time the patient was "doing fine symptom-wise." It was reported the following day that the managing physician attributed the situation of pocket fill to technique issues. At this time the patient was "fine" and was to receive another refill attempt soon. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the patient at the time of the refill appointment was ¿feeling really warm¿ and his mouth was dry.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).